Event description:
Two years after the pt had left the hospital, a spontaneous rupture of the impra flex occurred in an axillo-femoral bypass in two positions, mid-thorax and right groin. The rupture did not occur at the suture line, the graft material ruptured. The pt did neither any sports nor did undergo any physical strain. The rupture occurred after an usual sudden movement. The pt was trying to catch a small children's ball thrown towards pt. The graft had a standard wall thickness of 0.6mm.